Event description:
It was reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.